Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and headache ("chronic headaches"). The patient was treated with surgery (surgical removal of the device). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, fatigue and headache outcome was unknown. The reporter considered fatigue, genital haemorrhage and headache to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive and abnormal bleeding/spotting') in an adult female patient who had essure (batch no. 636096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dermoid cyst, chronic cervicitis, uterine bleeding and menometrorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("chronic headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - tubes. Uterus and left ovary removed). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage had resolved and the fatigue, headache, vaginal haemorrhage, menorrhagia and ovarian cyst outcome was unknown. The reporter considered fatigue, genital haemorrhage, headache, menorrhagia, ovarian cyst and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received events: ovarian cyst were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive and abnormal bleeding/spotting') in an adult female patient who had essure (batch no. 636096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dermoid cyst, chronic cervicitis, uterine bleeding and menometrorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("chronic headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - tubes. Uterus and left ovary removed). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage had resolved and the fatigue, headache, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered fatigue, genital haemorrhage, headache, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Essure lot number added. Product indication, implant and explant date updated. Events- abnormal bleeding (vaginal) and menorrhagia added. Event clubbed: excessive and abnormal bleeding/spotting. Event outcome updated for: excessive and abnormal bleeding/spotting. Reporters, medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive and abnormal bleeding/spotting') in an adult female patient who had essure (batch no. 636096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dermoid cyst, chronic cervicitis, uterine bleeding and menometrorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("chronic headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - tubes. Uterus and left ovary removed). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage had resolved and the fatigue, headache, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered fatigue, genital haemorrhage, headache, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.